Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported length too short cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the original artificial urinary sphincter (aus) cuff was too tight. The patient underwent a revision procedure in which the tandem cuff was explanted and a new cuff was implanted. The patient is doing extremely well.